Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0232353062 was returned and analyzed. During visual inspection, the catheter was found to be intact; no defects were observed. Tests for shorts and mapping passed successfully. During functional testing, radiofrequency and pulsed field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues of cardiac tamponade and effusion occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation procedure with the sphere 9 catheter, the catheter provided incorrect feedback regarding force direction and lesion placement, with contact impedance feedback dots appearing opposite to the direction of applied force and lesions sometimes appearing perpendicular to the tissue surface. The catheter also entered an unintended location, causing the physician to lose trust in the location information. The procedure was temporarily interrupted but ultimately completed with all veins isolated. After the procedure, the patient experienced a drop in blood pressure in the post-anesthesia care unit, and an echocardiogram revealed an enlarging pericardial effusion. The patient developed cardiac tamponade and was treated with pericardiocentesis to drain the effusion. The patient was admitted for extended hospitalization instead of same-day discharge. The patient sustained a temporary injury due to cardiac tamponade.